Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was over 400 mg/dl at the time of the incident. The customer¿s blood glucose level was 350 mg/dl at the time of the incident and the current was 260 mg/dl. The customer experienced the nausea like symptoms related to the high blood glucose. The customer was neither admitted as a result of the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was treated with the manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.